Event description:
It was reported that the patient had diaphragmatic stimulation in the electrophysiology lab during implant. The next day, the left ventricular lead voltage was reduced, but the patient continued to have diaphragmatic stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.